Event description:
The complainant states that complainant sent excel off brand blood glucose reagent from user. While using these off brand strips complainant recevied a reading of "lo" (less than 20 mg/dl) followed by a reading of 170 mg/dl. Electronic checks of the elite xl system were satisfactory. Bayer diagnostics does not support the use of off brand reagent sine co does not know the performance characteristics nor were the systems designed to accommodate reagent supplied by other manufacturers.